Manufacturer narrative:
A search of complaints identified three complaints similar to the event described in the current complaint. No inadequate patient treatments or adverse impacts on patients¿ health were reported by the customer due to this error. The issue was resolved through a configuration change within the aliniq ams, version 2.08 1+, settings at the customer site: ferritin test-channel configuration was fixed on both architect instruments so that correct values were sent from instrument to aliniq ams. A review of the labeling addresses the customer¿s issue: configurator user manual, rev.: 1 - product suite: 2.08 provides appropriate information on configuring the test-channel codes. A review of tracking and trending did not identify any trends for the complaint issue. Additionally, labeling was reviewed and was found to adequately address the issue under review. Based on this information a deficiency was not identified for the aliniq ams middleware v2.08 1+.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant ferritin results reported on aliniq ams software for several patients. The abbott field service representative (fsr) configured wrong assay code 1460 for ferritin assay by the mistake, however later, the fsr corrected the ferritin assay code 61 configuration. The customer sent out corrected ferritin results to patients. No further impact to patient management.